Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box data revealed eaw 162 loss of prime warnings for zero force followed by eaw 163 cartridge not detected warnings when a load/step was performed. The pump powered on normally with the returned battery cap. Multiple load step functions were performed, and no load/step failures were duplicated. The force sensor calibration measured within specifications. The pump was opened and the fore sensor trace was observed to be cracked at the force sensor pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.